Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), UDI#: (B)(4). The product is being used for an off-label use. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for pelvic pain. It was reported that the patient had a date with a surgeon to replace their device because their current one was not working. The patient reported they had never received a call about it or anything, they fell and felt something was wrong, and went to see their healthcare provider. The patient¿s doctor checked it (not with an x-ray) and stated everything was ok, but it was off at that time and the patient had never used their programmer to turn the stimulation off. The patient stated they thought it was off because their battery usage was zero, it went off and they did not turn it off. The patient noted they were not happy about the whole thing. The patient also reported that their device was discovered to be off again when they saw a different healthcare provider the day before yesterday, and they said the battery ¿was such that it was barely registering but they thought the leads were fractured.¿ the patient then ended the call before further details could be captured. No further complications were reported.

Manufacturer narrative:
Correction supplemental sent for date to reflect as 2019-jul-11. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported that the device helped with their really bad bladder issues and pelvic pain but then they discovered device wasn't working/helping so it was replaced. No further complications were reported or anticipated.